Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high impedance. The lv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5554-53 lead, implanted: (B)(6) 1998; 694765 lead, implanted: (B)(6) 2002; ICD implanted: (B)(6) 2014; lead implanted: (B)(6) 2014. (B)(4).